Event description:
It was reported that back on (B)(6), 2011 they could not confirm catheter patency. The patient had a pump replacement and they could not get csf flow so the catheter was replaced due to scar tissue. And an 18 cm piece of the old catheter was left in the patient's body. On (B)(6) 2012 a surgeon was doing a surgery unrelated to the drug infusion system and found the piece of catheter. There was concern that he had cut the catheter. It was confirmed with hcp they had not cut the catheter. It was a free floating catheter that was left in the patient's body from the catheter revision in (B)(6) 2011. It was noted "there was no issues".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model 8709 (B)(4) implanted: 2006/(B)(6) explanted: unk catheter segment model 8596sc (B)(4) implanted: 2010/(B)(6) explanted: 2011/(B)(6).